Event description:
The reporter stated that ¿one would not believe what some of the husbands of these patients, what their conversations were because these things were not working.¿ no specific details were reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, lot# unknown, product type lead. Product ID neu_interstim_ins, product type implantable neurostimulator. Product ID neu_unknown_lead, product type lead. (B)(4).

Event description:
Follow-up with the initial reporter revealed that he did not know anyone else who had issues. It was thus unclear if what was originally reported was true or not.